Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. Insulin pump received with cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a key pad anomaly. The blood glucose reading is 198 mg/dl. The insulin pump will be replaced. Nothing further reported.